Manufacturer narrative:
(B)(4) b5 describe event or problem - additional information. D4 primary UDI number - correction. D9 device returned to MFR - additional information. D9 date device returned - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/device evaluation/correction. H3 device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H10 corrected data.

Event description:
The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because wearable was not returned. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on 12/26/2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).